Event description:
The customer reported the system displayed a precharge error message. This message will result in a no boot situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.